Manufacturer narrative:
(B)(4). Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. Unit powered up properly after the test battery was installed. Unit was monitored for 2 days. No blank display noted. Unit uploaded properly using carelink. Unit had broken battery tube threads and cracked reservoir tube lip. No damage noted on the original battery cap (p). Unit received without the original belt clip. No damage noted on the belt clip rails. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis on unknown date with unknown blood glucose value. Customer stated that battery compartment 's top part was damaged. The device was returned for analysis.